Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on an open colectomy procedure, 7 days after the procedure the patient experience leak on the anastomosis. The patient returned to or (operating room) for end ileostomy. Multiple abscesses treated with long-term antibiotics and multiple drains.